Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions the customer experienced issues unpackaging the infusion and inserting the infusion set. Customer's had low blood glucose (bg) levels (60 mg/dl). Customer are carbohydrates to address low bg levels.